Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during preparation, the stent dislodged and remained in the plastic tube. There was no pt involvement. No additional event or pt information is available.

Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was not returned, only the stent implant and protective sheath were returned. The stent implant was returned out of the protective sheath. There was no blood or contrast visible. The entire length of the stent implant was slightly smashed. There was no other damage noted to the stent implant. There is no damage noted to the protective sheath. Pin gauges were used to measure the inner diameter of the flared end of the protective sheath. The protective sheath inner diameter was measured and was within specification. A .049" pin gauge was used. The outer diameter measurements of the stent implant could not be taken due to the stent implant being smashed. Product performance engineering determined that the analysis of the returned stent implant and protective sheath without blood or contrast confirmed the reported complaint of stent dislodgement outside the body. The sds of the pertinent rx mini vision was not returned; hence it was not possible to ascertain that the stent implant was originally crimped onto the balloon during manufacturing; however, it should be noted that all sds are 100% visually inspected online for stent placement/security, stent damage and dimensionally inspected to verify the crimped stent outer diameters. The stent implant was returned separate outside of the protective and the entire length noted slightly smashed. It is possible that this was either related to the dislodgement or was caused during handling after the reported dislodgement. Considering the stent implant is delicate, handling damage is reasonably expected. Factors other than manufacturing causes that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during preparation, negative pressure during sheath removal, or forced sheath removal. Based on the incident information and results of the returned parts, a conclusive root cause for the reported complaint cannot be determined; however, there is no indication of a quality issue. A review of the finished device lot history record did not reveal any non-conformances that could have contributed to this complaint. This MDR is considered closed by the product performance group.